Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),and the criteria for the right ventricular lead integrity alert were met. The analyst noted that 262 lifetime ventricular sic counts are recorded on (B)(4) 2013. The lead integrity alert (lia) was triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia episodes and sic counts. There are 3 non-sustained tachycardia events recorded between (B)(4) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained tachycardia (nst) episodes with fast r-r cycles and short interval counts (sic). The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).